Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive buttons. The anomaly had been persistent for approximately a month and the customer could not deliver a bolus. The customer stated that one of the buttons was locked. The customer's blood glucose was 68 mg/dl, which was treated with food. The discontinuation of the insulin pump was advised but the customer stated that they wanted to continue using the device. Nothing further was reported.